Event description:
It was reported that malfunction has occurred. During surgery, screw was tightened at an angle and the tip snapped off. Tip was retrieved and the surgery continued with another driver. There was no delay.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.